Manufacturer narrative:
(B)(4).

Event description:
The patient experienced inappropriate therapy due to noise. The device was explanted and replaced.

Manufacturer narrative:
No conclusion code available. Upon analysis, the reported noise and inappropriate therapy were confirmed to be due to an anomalous supply voltage. The signal was found to be oscillating. The oscillation was caused by an intermittent circuit connection of the capacitor to the hybrid.